Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was non-tortuous. It was reported that the delivery system of the main body got caught on the bifurcation of prothesis during the back pull. It was very difficult to remove. The delivery system was removed by repeatedly moved gently forward and back. The stent graft was successfully deployed and the result was good, with no endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) (lack of information, unknown cause of event). Evaluation, conclusion: (B)(4) (lack of information, unknown cause of event).